Event description:
A malfunction was reported on a customer's pump, with a specific error code indicated. It was unclear whether there was an adverse impact on the customer¿s blood glucose level. The customer initially attempted to reset the pump but faced issues with non-working charging supplies. Later, the customer contacted technical support, received assistance to complete the reset, and confirmed the malfunction did not reoccur after the reset. The customer was advised to contact again if any issues reappear, and they acknowledged this guidance.